Event description:
It was reported that the patient disconnected from the ilet for a pool activity and remained off the system, used a subcutaneous insulin pen for treatment, and subsequently experienced elevated glucose readings with a reported value of 401 mg/dl on a dexcom g7 continuous glucose monitor (cgm). The patient believed the pen did not work properly. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.